Manufacturer narrative:
Of the 1 allegations of a malfunction, 0 pumps were returned to animas and investigated. During investigation for unrelated allegations, there were 1 additional motor issue failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced a motor issue. These reports were received from various sources. The patient associated with this allegation was 196 pounds and 49 years of age. Of the reported patients, 1 was male.